Event description:
This report pertains to two of two devices used during the same procedure. Associated manufacturer report # 3005099803-2013-05155 pertains to the other device. It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted (B)(6) 2009. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted